Event description:
A surgeon reported that during a vitrectomy surgery the 23 gauge infusion line was detached from the trocar cannula. The infusion line was held in place manually with adhesive rubber. Surgery was completed without any pt harm. No add'l info is expected. This is the first of four reports being filed for this facility.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the device history record (DHR) review shows the product was released per specs. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause cannot be determined conclusively as a sample was not received, however, the customer event is believed to be related to design spec. An internal investigation has been opened to improve the retention of the infusion cannula. (B)(4).